Event description:
Facility began looking closely at the performance of internal bed alarms with these hill-rom beds. The nursing staff had reported that the alarms do not always sound when used and at other times they begin sounding and won't stop. This chronic problem has resulted in the nursing staff's loss of faith that the system works, so therefore they are reluctant to depend on it as a pt safety alert device. An attempt to get a testing procedure from the local service rep in 2002 produced no response. In 2003 a certified letter was sent to the quality control manager of hill-rom requesting info to estalish a quality control program that was effective and efficient. Facility requested the following be provided: an alarm testing procedure for each of the bed types: quality control info on weight and pressure parameters hill-rom uses to test proper function; a current hill-rom operator manual for each bed model; and info about available upgrades. Facility received no response to request for info. Four months later an attempt to have a sales rep respond was successful. He replied that there were no upgrades available for purchase and forwarded the operators manuals per request. He also communicated info about new bed availability and submitted a proposal for a product assessment with bed alarm being a component of the assessment. Facility was still not provided any written info from hill-rom about the proper way to conduct a bed alarm assessment or how the hill-rom service men test the alarm function. They declined the proposal and opted to conduct internal assessment of the beds. All of the beds were assessed in the flat position using hand pressure to test the one sensor strip built into the mattress. A total of 150 beds were tested using this procedure and 8 beds failed the test. Those that failed were repaired. This assessment, however, did little to determine if the alarm would function properly when the head of the bed is elevated and most pts do not remain flat in bed. According to the manufacturer the system is not effective when the head of the bed is elevated 60 degrees and the foot is flat. It is also not effective when the head elevation is less than 30 degrees with the foot in the "up" position.